Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿ pen needle 31g x 5mm benelux cannulas are breaking. The following information was provided by the initial reporter: problem: there are always different needles per package that break. This has become more common in the last six months. Patient comment: this is not possible, it's too expensive. I demand a package free of charge....

Manufacturer narrative:
H.6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see. H.10

Event description:
It was reported that bd micro-fine¿ pen needle 31g x 5mm benelux cannulas are breaking. The following information was provided by the initial reporter: problem: there are always different needles per package that break. This has become more common in the last six months. Patient comment: this is not possible, it's too expensive. I demand a package free of charge.